Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose value was 212 mg/dl at the time of the incident. The customer was not assisted with troubleshooting. Customer was changing set and screen was making a ringing sound and then after he changed battery and it was still ringing. The device will not be return for analysis. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.